Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2026 at approximately 6:30 pm, the patient experienced a loss of consciousness. Prior to the event, the patient reported that he did not hear an alert from the dexcom mobile application indicating that his cgm glucose value had fallen below his configured low glucose threshold of 100 mg/dl. Specific cgm glucose values associated with the event were not reported. Following the loss of consciousness, the patient's friends assisted him into a chair and provided pedialyte and chips. The patient subsequently reported feeling better. The duration of the loss of consciousness was not specified. The patient did not seek evaluation or treatment from a higher level of medical care, and no additional medical interventions were reported. At the time of the report, the patient was described as ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.